Event description:
A battery fault was reported. Patient/user involvement is unknown. No harm was reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
In response to good faith effort (gfe) international field service engineer (fse) confirmed that device was outside of clinical use. No patient or user harm noted. Fse did not check unit for alarming and reported that the unit was overdue for service and battery replacement. The battery is older than 5 years based on the date of manufacturing that is 26 april 2017. Battery has not be replaced yet. They are awaiting their gas bank to be installed at their repair bench for them to do the periodic maintenance (pm) on the unit.